Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer reported an elevated blood glucose level of 257 (mg/dl). Customer administered a correction bolus to stabilize bg level. Customer will continue using the pump and monitor insulin gauge.